Event description:
Healthcare professional reported possible right side rupture and capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b3, b.5., b6, d6b., h.6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported possible rupture and capsular contracture baker grade iii. Healthcare professional later reported late seroma and palpable capsule mass diagnosed by MRI and ultrasound. Healthcare professional later reported no rupture. This record is for the right side. Device has been explanted.